Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown mg/dl. The customer is calling back after receiving replacement cap. Customer used a new aaa alkaline battery stored at room temperature. The customer stated that failed battery alarm recurred. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm weak battery alarm. Customer's blood glucose was unknown mg/dl. The customer stated that the battery was low, so he changed battery and got bad battery and battery out limit. The customer was advised the insulin pump will function but the battery life will be shorter than expected.

Manufacturer narrative:
No unexpected failed battery, battery out limit or weak battery anomaly. The currents are within specifications. However, the insulin pump has minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.